Event description:
The customer reported oil mist coming from the unit. The customer reported an employee who complained of a dry throat and a headache. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter. He performed unit certification. The unit passed all tests from performance qualification. This issue is being addressed with a customer letter.